Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 2.1, lab (meter): 1.7, lab (draw): 1.7; date: (B)(6) 2011, inratio: 2.6, 2.2, lab (meter): 2.2, 2.2. Pt was evasive about therapeutic range but said he did not want his inr to be above 3 or below 2. Pt reports his results to distributor (philips remote cardiac services), but self adjusts his medication after each reading. His physician is aware that he is making these adjustments.